Event description:
It was reported that an asymptomatic presented with undersensing of pvc events. Physician suspects it may be an acute response to medication taken at the time. No further issues have been reported and the physician has decided to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.